Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the returned device. The reported deployment issue was unable to be confirmed. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. The investigation was unable to confirm the reported deployment issue. It is possible that the distal sheath of the delivery system was entrapped or bent within the anatomy such that the ratchet was unable to properly engage the stent resulting in deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. Following pre-dilatation with a 6.0 x 150 mm armada balloon catheter, a 6.0 x 150 mm supera self-expanding stent system (sess) was advanced to the target lesion; however, approximately 1/3 of the way of the deployment process, the stent no longer released even though the thumb slide was able to advance and retract. The stent and the sess were removed under fluoroscopy without any issues. The procedure was successfully completed with another unspecified sess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.